Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had a broken wire. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. No instrument collided with any other instrument or tool during procedure. Suturing was being performed when the issue occurred. There were no issues related to the opening/closing of the grips, left/right (yaw) motion of the grips, and up/down (pitch) motion of the wrist. There was 1 cable visibly protruding from the distal end of the instrument. No fragment fell inside of the patient¿s anatomy. No injury to the patient was observed as a result of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver (nd) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.